Event description:
It was reported that the customer had called the help line ariound 3:00am and reporter was curious as to why the customer had called and if the call was recorded. The customer stated that call had been made to the helpline, everything was taken care of and went back to bed. The customer passed away a few hours later. The cause of the death is unk. It was stated that the customer had experienced high bgs earlier in the day. During the helpline call, troubleshooting was performed, and an alarm was cleared. The pump passed the testing and basal rates were verified. Customer was advised to monitor the pump and bgs. It was also stated that the customer had taken a shot for high bgs but it is not clear whether the customer meant with the pump or not as there was no evidence around the house that the customer took a manual injection.